Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer via regulatory authority in (B)(4) on (B)(6) 2015 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2008. She reported serious complaints subsequently developed: severe abdominal pain, bleedings and allergic reactions. The consumer indicated that she has nickel allergy. Because of the intense pain and bleeding, a part of the cervix was burned away. This did not take away her complaints. The gynecologist advised to remove the ovaries/uterus, which will cause patient to enter menopause and so she agreed with gynecologist to perform this surgery after the age of (B)(6). The consumer is fibromyalgia patient, and reported that she always kept feeling the essure; it was a continuous dragging sensation and sometimes it was painful. The consumer has nickel allergy and hyperactive mucous membranes. She also developed hay fever and eczema. After 2,5 years, the patient fluxed 6 months in a row and in (B)(6) 2011, the cervix was burnt shut (novasure procedure). After almost a year later, the bleeding started again. At time of the report, the patient bled very irregularly (not the large volumes of blood anymore), and described this as psychologically stressful. For this reason, patient made an appointment with gynecologist. She has developed a number of new allergies; it was unknown whether this is caused by essure. Product technical complaint investigation and final assessment were received on 09-oct-2015: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-oct-2015 for the following meddra preferred terms: 1. Abdominal pain. The analysis in the global safety database revealed (B)(4) cases. 2. Menometrorrhagia. The analysis in the global safety database revealed (B)(4) cases. 3. Genital haemorrhage. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe abdominal pain and bleedings and because of these events, a part of the cervix was burned away. After 2,5 years, she experienced flux 6 months in a row and her cervix was burnt shut. These events were considered serious due to their medical importance and are listed in the reference safety information for essure. In this case, the physician advised to remove the ovaries/uterus after the age of (B)(4). Based on the nature of the events and considering a positive temporal relationship, a causal relationship with suspect insert cannot be excluded. Health authority considered this case as incident. In line with health authority's assessment, company agrees with this assessment. Additionally, non-serious events were reported. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further information is expected, as the report was received via the local regulatory authority.